Event description:
It was further reported that the index target lesion was 90% stenosed and had a reference vessel diameter of 2.2mm and was 15mm long. The residual stenosis was reduced to 0%.

Manufacturer narrative:
Evaluation summary: priming solution was visible in IV set but dpt and the pressure line appeared not used. An unknown brown particle, about 4 mm long, was observed at the inside of IV tube. Analysis of the unknown brown particulate showed similar absorption characteristics when comparing to polyester/cellulose like material.

Event description:
It was reported that "unknown material was observed inside IV line at the clamp area during priming".